Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed 19.6 units of insulin on board (iob); however, the customer did not remember having delivered a bolus. Review of the pump bolus history verified that 98 grams were entered into the bolus menu and delivered. Reportedly, the customer was attempting to calibrate the pump to a blood glucose (bg) value of 98 mg/dl; however, inadvertently navigated to the bolus menu. The customer acknowledged the user error. At the time of the reported event, bg level was 129 mg/dl. Additionally, the customer reported no adverse impact to bg level due to the reported issue.